Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. A remote service engineer remotely analyzed the system, discovered that the x-ray pc in the m cabinet was shut down, performed a power cycle, and the system booted up normally. The codes have been updated based on the investigation's outcome.

Event description:
It has been reported to philips the system did not complete the boot up sequence. It froze at the philips logo screen. There was no reported patient or user harm. Philips has started an investigation of this complaint.